Event description:
It was reported that the device stopped firing during firing cycle. Opened another to complete the case with no patient consequences. No additional information is available.

Manufacturer narrative:
(B)(4): misassembled clip track. Evaluation summary: the analysis results for the mcl20 instrument found that it was returned with the cartridge cover cracked and a misassembled clip track. The instrument was cycled and ejected the remaining clips due to the cartridge cover and clip track condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.